Event description:
Information was received that reported a patient was hospitalized due to hyperglycemia. The reporter stated that the patient began feeling ill 3 days earlier, in the evening. Her sugars started to rise to around 300 but she thought it just might be the flu. She changed her site that evening and continued to administer correction boluses. The next day her blood glucose was down to about 200 and she felt she was getting better. The following day she became very ill and began vomiting, her meter measured "high." No injection by syringe was given and she continued to feel worse over. At 5:00 am the next morning, she went to the hospital. She was treated with IV fluids and insulin drip. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incident.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will a file a follow-up report detailing the results of the evaluation once it is completed.